Manufacturer narrative:
Corrected field: h6 (investigation conclusions). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer on (B)(6) 2025 that the cardiosave intra-aortic balloon pump(iabp) auto fill error message. There was no patient harm or injury reported. Fse found physical damage to the console case. Internal pressure tube was cut as a result of the damage, causing a pressure loss in the system. Repaired case and installed new pressure tube. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: b5, h6 (medical device ¿ problem code). A getinge field service engineer (fse) inspected the unit and determined that the internal pressure tube had been cut as a result of the physical damage, leading to a loss of system pressure. The fse repaired the console case and replaced the pressure tube assembly (d004-00-0093). After repair, the unit passed all functional and safety test in accordance with the factory specifications. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following part number 0004000093 serial number na with a reported unit failure of pressure tube cut after dropping the pump the failure analysis and testing dept performed a visual inspection of the part received and found that pressure tube is cut due to the pressure tube cut the fat dept cannot install it and investigate any further retaining part in the failure analysis and testing dept per procedure 000207d008 rev av.

Event description:
It was reported during use, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure and was noted to have physical damage to the console case. There was patient involvement; however, no injury or harm occurred.